Manufacturer narrative:
No product was returned for investigation. As per clinical the reason the insertion was aborted due to patient anatomy. The root cause of the delivery issue - anatomy was most likely due to patient condition. The investigation has been completed

Event description:
The user facility reported a 65-year-old female noted as post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 device for a bailout situation. The team had access site and delivery issues. Post placement, the team observed the left ventricle (lv) to be perforated. The 5.5 was removed for surgical repair of the lv. Afterwards the team was unable to deliver a new 5.5 pump and the patient was medically managed and expired. MDR 1220648-2023-03113 has been submitted to the FDA for perforation.